Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient was implanted with the spinal cord stimulation system on (B)(6) 2015. The patient went to urgent care, then the intensive care unit (ICU), and now the patient was at a rehab facility. The rep did not know all of the details or what was going on, but it sounded like the patient had difficulty walking and speaking. This change in symptoms was considered to have been sudden since (B)(6) 2015. When the rep spoke to the patient on the day of the report, he was communicating well. It was unknown what the cause of the event was. There were no stimulator diagnostics performed and it was unknown what type of testing was done. The patient was in rehab and it was unknown when he would be going home, but the patient did feel better. The rep had no other details.